Event description:
Patient was revised to address dislocation. Doi: (B)(6) 2008 - dor: (B)(6) 2009. Update (B)(4) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Patient did not have metal-on-metal, so no further action required at this time. Update (B)(4) 2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Dor was (B)(6) 2009. Update (B)(4) 2013- upon medical record review by a medical professional, it was discovered that the patient suffered from impingement of the femoral stem and acetabular cup. The stem and cup have now been reported.

Manufacturer narrative:
The devices associated with this report were not returned. A lot specific search of the complaint database and/or DHR review was not possible as the lot codes were not provided. Physician states in revision operative note that there was obvious impingement at the femoral neck against the posterior aspect of the acetabular component. It is likely that this impingement was the cause of the patients dislocations. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation with open and closed reduction and loosening of the cup. After review of medical records for the MDR reportability, the patient was revised to address unstable left total hip arthroplasty. The lot numbers were unknown. Updated dor, patient's initials and added associated contact.